Manufacturer narrative:
This report is submitted on march 16, 2020.

Event description:
Per the clinic, the patient experienced an infection at the abutment site in 2018 (exact date unknown).

Manufacturer narrative:
It was reported that the patient underwent skin revision surgery to replace abutment. This report is submitted on (B)(6) 2020.